Event description:
Philips received a complaint on the v60 indicating that there was a misalignment of the touch position. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was a misalignment of the touch position. The pse replaced the touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of the touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. The technician verified that the touchscreen failed the required flex cable resistance verification testing. The high out of spec resistance results were the reason for the touchscreen misalignment issue.